Event description:
On (B)(6) 2025, the patient had a seizure while in the shower. She fell and hit her head. She was admitted to the emergency department, where drainage from the incision site was noted. The patient then reported to neurosurgery with a one-inch wound at the rns incision site. On (B)(6) 2026, the patient underwent an incision wash-out. A culture was taken.

Manufacturer narrative:
(B)(4) the rns neurostimulator and leads remain implanted and programmed for use.